Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and product status details have been requested. No additional information is available at this time. Device labeling: method of use - posology. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Healthcare professional reported patient was injected to the lips with juvéderm® volift¿ with lidocaine. During injection, the needle was replaced and "after this a crack appeared on the syringe, when plunging the rod the gel leaked out through the crack." No patient impact. A 20g needle was used for the injection.

Manufacturer narrative:
Device evaluation: lab analysis findings indemnified the following: visual analysis: empty syringe of 1.0 ml received without cap, no needle. A crack is observed at the 3 mm luer lock level.

Event description:
Healthcare professional reported patient was injected to the lips with juvéderm® volift¿ with lidocaine. During injection the needle was replaced and "after this a crack appeared on the syringe, when plunging the rod the gel leaked out through the crack." No patient impact. A 20g needle was used for the injection.